Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damaged on the 4 most distal and 2 most proximal rows, with struts distorted and lifted from the stent profile. The outside diameter (od) of the undamaged middle section measured and no anomalies were noted with the stent od. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts into the guiding catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12may2016. It was reported that shaft kink occurred and difficulty advancing was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Predilation was performed with a balloon. A 3.50x12mm promus element plus drug-eluting stent was advanced but failed to pass through a guide catheter. The device was removed and it was noted that the shaft was kinked. The procedure was completed with a different device. Patient's status was stable. However returned device analysis revealed stent damage.